Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with a stylet inserted and the helix retracted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed and no anomalies were identified. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this lead was received at boston scientific's return products department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted into the emergency room (ER) on (B)(6) 2017 due to chest pain. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017 due to cardiac right atrial (ra) wall perforation. The local representative reported that 750 cc was drained as a result of the pericardial effusion. This lead was extracted and replaced with a model#4470 lead. The extracted lead was sent to the hospital's pathology department. To date, the lead has not been returned to boston scientific.